Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.